Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was not adversely impacted by the occlusion. Technical support instructed the customer on various troubleshooting steps which temporarily resolved the issue, but the occlusion alarm persisted. Ultimately, it was recommended to replace the pump as the ongoing alarms suggested a possible pump malfunction. The customer was advised to continue using the current pump until the replacement arrived.